Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak on the dialyzer cap within 5 minutes of treatment initiation. The cn stated they were able to return all blood to patient. Paper test strip was used with a negative result on the blood leak. Upon follow-up, the cn confirmed the blood leak was external and occurred less than five minutes after imitation of the patient's treatment. The cn stated blood was noted leaking from the dialyzer housing cap. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Per cn blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Per cn the staff was able to return the patient's blood and no blood loss was reported. Immediately following the event, the patient treatment was discontinued and the patient was re-setup with new supplies as the patient reportedly had less than 30 minutes left of treatment. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak on the dialyzer cap within 5 minutes of treatment initiation. The cn stated they were able to return all blood to patient. Paper test strip was used with a negative result on the blood leak. Upon follow-up, the cn confirmed the blood leak was external and occurred less than five minutes after initiation of the patient's treatment. The cn stated blood was noted leaking from the dialyzer housing cap. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Per cn blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Per cn the staff was able to return the patient's blood and no blood loss was reported. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak on the dialyzer cap within 5 minutes of treatment initiation. The cn stated they were able to return all blood to patient. Paper test strip was used with a negative result on the blood leak. Upon follow-up, the cn confirmed the blood leak was external and occurred less than five minutes after initiation of the patient's treatment. The cn stated blood was noted leaking from the dialyzer housing cap. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Per cn blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Per cn the staff was able to return the patient's blood and no blood loss was reported. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.